Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit had an event of downstream occlusion. There was no patient involvement, and no harm.

Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed "high alarm displayed: downstream occlusion". No discrepancies related to the complaint were found during visual inspection. Customer reported problem was confirmed. The probable cause of the reported problem defective downstream occlusion (dso) sensor. Replaced the dso sensor and seal to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. All functional test of the device passed after repaired.